Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that they noticed over the last 2 days they were having to urinate a lot and could not feel the stimulation sensation. When the patient checked the therapy status therapy was off. The patient did not know the reason therapy was off and reported the battery did not go below 40%. No por message was encountered. The patient was having difficulty connecting both the communicator and the recharger to the handset. The patient confirmed they are not near any known sources of emi and confirmed bluetooth was enabled. Patient services reviewed how to reset the handset and launch micro mytherapy application. The patient confirmed they were able to turn therapy back on again and adjusted therapy to desired settings. Patient services reviewed how to launch recharger app and power on the recharger and patient confirmed they are also connecting normally. Patient services recommended that the patient monitor the ins status and track when the ins is turning off if this continues to happen.